Event description:
A customer from (B)(6) reported that while treating the patient performing continuous veno-venous hemodialysis it was observed that some precipitate had formed in the predilution line. The patient had 1 bag of accusol. When the precipitate was discovered, photo's were taken and a sample of fluid taken from the predilution line, & both the predilution & post dilution line segments were kept. The sample was requested. There was no patient/user/other person's injury reported.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Two samples vials and a tubing set were returned. The first vial contained red solution. Precipitates were visible in this vial. The second vial contained cloudy solution. Precipitates were also visible in this sample. The tubing contained solution and precipitates. The precipitates were isolated and inspected using various laboratory analytical methods. The analyses concluded that the precipitates observed are calcium carbonates. A (B)(4) team, (B)(4), has been set up to investigate this issue. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.